Event description:
Rec'd info from bard corp, legal, which states an unk model 20fr peg tube was placed in pt on 6/18/93, on 11/13/93 pt had peg tube removed & replaced without difficulty. On 11/14/93 pt had increase in temperature, abdomen pain & vomiting & decrease in blood pressure. Pt placed on antibiotics. Pt expired 11/16/93.